Manufacturer narrative:
(B)(4). Batch #: t94j98. Investigation summary: the device was returned with the blade tip broken off and not returned. Additionally, the clamp arm was detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. Due to the condition of the returned device, we were unable to test for the reported relax pressure on blade issue. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how the blade crack issue occurred. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure of laparoscopic myomectomy the ¿relax pressure on blade¿ alert screen displayed by the generator. Also, the device couldn't coagulate. Changed to another device to complete the surgery. No additional information can be provided.